Event description:
It was reported by service report that the cot collapsed all the way to the ground when the unit was being raised from load position; the unit would not lock at high height. No adverse consequences or injuries were reported.